Event description:
Per the info provided to co by the physician's office, the device was removed due to "groin erosion." As reported to co, the entire device was removed and replaced with a prosthesis produced by the same MFR.